Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that there was air bubbles in the reservoir. Customer's blood glucose was 300 mg/dl. The mother also reported little air bubbles were present in the reservoir. The mother reported the insulin was removed from the vial only 15 minutes before filling the reservoir. Customer was advised this may create air bubbles. The mother declined to return the reservoir for analysis.